Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 450 mg/dl. The customer was treated for the high blood glucose with food and a correction bolus. The customer was assisted with correcting the time and date on the insulin pump. The customer declined trouble shooting further because they felt that the issue was resolved after changing the time and date on the device. The customer did not return the product back for analysis.